Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient presented to the ER with chest pain. This lead was repositioned due to dislodgement and intermittent capture. The lead also exhibited high pacing thresholds. Should additional information become available this file will be updated.